Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to when inserting the set screw into the glenosphere with the red handle torque screwdriver the screw broke off halfway. Broken/fragmented pieces left in the patient.

Manufacturer narrative:
See d3, g1, h6, and h11. Complaint has been evaluated and is similar to report number 1644408-2022-00119; 508-00-001-10, s801 - device cracked/broke, complaint. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.